Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, swelling and infection on (B)(6) 2018 with blood glucose of 250 mg/dl and 300 mg/dl. The customer was treated with antibiotics. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. It was not reported whether auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.